Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the avea unit display is not working. There is no patient involvement in this reported event.

Manufacturer narrative:
Results of investigation: our vyaire failure analysis team (fsr) could not duplicate or confirm the reported customer issue. It was suggested the intermittent blank display could be a possible failure of the o2 blender. The o2 blender was replaced and disposed of as a precautionary measure.